Manufacturer narrative:
The exact event date is unknown, however it was reported that the event occurred 3 weeks prior to (B)(6) 2014. The complaint was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complaint, several weeks after the procedure, the patient returned due to experiencing abdominal discomfort. It was found that the stent had migrated down the biliary duct and perforated through the duodenum and into the colon. Open surgery was performed to remove the stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.